Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were review, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices. Prolonged operation time (which was not related to the use of the colonring and was indicated to be more than 4 hours) is known to be associated with an increased risk of anastomotic failure.

Event description:
A patient underwent a laparoscopic low anterior resection procedure due to rectal cancer. The procedure underwent smoothly. Fever was indicated on pod 7. Gastrographin imaging through the stoma revealed a leakage. The patient was treated conservatively with antibiotic. The inflammatory liquid was naturally drained through the anus. The patient was discharged from the hospital on april tenth.